Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure the fiber broke at 230,712 joules of use. There is no report of injury to the patient or how the case was completed.